Manufacturer narrative:
Date of event: approximated based on the reported event. Implant date: (B)(6) 2011, exact date unknown. Explant date: 2011, exact date unknown.

Event description:
It was reported that during the second stage implant procedure, one of the two previously implanted leads was explanted and replaced. It is unclear which of the two leads was explanted and which remained implanted.

Manufacturer narrative:
Block b3: approximated based on the reported event. Block d6a: implant date: (B)(6) 2011, exact date unknown. Black d6b: explant date: 2011, exact date unknown. Correction to field h10: additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2158500. Model: sc-2158-50. Serial: (B)(6). Batch: 14178435.

Event description:
It was reported that during the second stage implant procedure, one of the two previously implanted leads was explanted and replaced. It is unclear which of the two leads was explanted and which remained implanted. No further information has been obtained despite good faith efforts.